Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted for unknown reasons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.